Event description:
The customer reported a motor error alarm. Troubleshooting was performed, and the insulin pump failed the displacement test. The insulin pump also alarmed no delivery. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a corroded home switch. Unable to verify the displacement or excessive no delivery test due to the motor error alarm.